Event description:
The following article was received based on a literature review: article: canaloplasty in pseudoexfoliation glaucoma. Can it still be considered a good choice? A retrospective, single-surgeon, observational, nonrandomized study was done to assess the long-term outcomes and complications of canaloplasty surgery in pseudoexfoliation glaucoma (pexg) patients. There were 116 patients (n=116 eyes) with uncontrolled pseudoexfoliation glaucoma under maximum tolerated medical therapy with significant visual field damage progression underwent canaloplasty under local anesthesia. The procedure utilized hyaluronic acid of high molecular weight (healon gv, johnson & johnson surgical vision, inc., (B)(4) USA) in the canal dilation. A 10-0 double prolene suture, 5 to 7 10-0 vicryl sutures and 8-0 vicryl sutures were also used in the surgery. There were patients where surgery was converted (n=10 eyes), did not reach the two-year follow-up (n=23 eyes), and were lost during follow-ups (n=16 eyes). A total of 67 patients (n=67 eyes) were considered in the analysis. Medications included a combination of prostaglandin and timolol (n=6 eyes); use of three to four topical medications (prostaglandin + timolol + dorzolamide + brimonidine) (n=57 eyes); and use of oral carbonic anhydrase inhibitors (n=4 eyes). The tensioned prolene caused suture cheese-wiring through trabecular meshwork (n=1 eye) after surgery without any further complications. Early post-operative complications included: hyphema (n=14 eyes), which completely reabsorbed within one week; hypotonus (n=1 eye), intraocular pressure (iop) < 5 mm/hg, in which the iop returned to normal values (16 mmhg) in a couple of weeks; descemet membrane detachment (n=2 eyes), which spontaneously reattached without the need to be drained in one month; iop spikes > 10 mmhg (n=4 eyes). No medical treatment was added to reduce iop, except for one case, where acetazolamide tablets three times/day were prescribed for a few days. In all these four eyes, the iop spontaneously dropped under 18 mmhg after about a month. A copy of the article is provided with this report.

Manufacturer narrative:
Age/date of birth: no exact ages were provided, all patients in the analysis were older than 18 years. Date of event: the surgeries were performed between february 2008 and january 2022. Model number: unknown as the lot number was not provided implant date: n/a. Healon is not an implantable device. Explant date: n/a. Healon is not an implantable device; therefore, not explanted. The device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Citation: brusini, p.; papa, v.; zeppieri, m. Canaloplasty in pseudoexfoliation glaucoma. Can it still be considered a good choice? J. Clin. Med. 2022, 11, 2532. Https://doi.org/10.3390/jcm11092532. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.